Event description:
Provider states the manifold valve is not fully shifting. Per independent repair center statement, the unit was alarming, has a red light. The key failure was manifold valve is not fully shifting. Additional malfunction; pe valve leaking.